Event description:
During catheter infusion the pump being used alarmed indicating an occlusion. The staff tried to troubleshoot but were unsuccessful. While removing the catheter it broke into two pieces. The nurse continued all medication (tpn and lipids) infusions through a peripheral IV.

Manufacturer narrative:
The mfg device was returned to vygon us, and was then forwarded to vygon (B)(4) (MFR) for device eval and complaint investigation. The results of the investigation are still pending. Results will be forwarded to FDA via a f/u MDR upon investigation completion.